Event description:
A malfunction alarm was reported, with the specific malfunction code identified as malf 0. There was no adverse impact to the customer's blood glucose level. Customer support provided information on how to reset the pump, assisted the caller with the reset process, and instructed them to call back if the malfunction code recurred. The customer acknowledged and understood the instructions, and the pump continued to be usable after the reset.